Manufacturer narrative:
Block h6: device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: a habib endohpb catheter was received for analysis and no issues were noted with the device. Taking all available information, there is no indication of what the customer reported because device failure to deliver energy could not be confirmed during functional testing and no other faulty conditions were identified during testing. The analysis did not find or reveal any malfunctions of the device. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that a habib endohpb catheter was used to treat cancer in the ampulla during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the catheter failed to deliver energy to the target site when activated. The catheter and generator were unplugged, restarted, and attempted again; however, there was still no energy or blanching of the tissue. The procedure was rescheduled because the physician did not have another habib endohpb catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a habib endohpb catheter was used to treat cancer in the ampulla during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the catheter failed to deliver energy to the target site when activated. The catheter and generator were unplugged, restarted, and attempted again; however, there was still no energy or blanching of the tissue. The procedure was rescheduled because the physician did not have another habib endohpb catheter. There were no patient complications reported as a result of this event.